Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital due to presyncope and telemetry has shown intermittent loss of capture. The device was explanted. No additional information was available.